Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the reload found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a right upper lobectomy video assisted thoracoscopic surgery, on lung fissure, once the reload was loaded, the handle would not engage to cycle after 5 or 6 uneventful reloads/firings. It sounded like there was something rattling inside the handle. A small gray piece of plastic broke off from the device. A new handle was used to complete the case. There was no patient injury.